Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Additional physical investigation was performed on the device, confirming the alleged issue. One section of catheter was returned. The section was 14.0cm long with no distal end. The section of catheter was patent with air and swi. A leak was observed at 2.54cm from one end. The cause of the leak could not be determined from the analysis. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Physician stated that they do not know what caused the catheter leakage issue. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a catheter that was revised due to a potential csf leak. The patient was found to have clear fluid buildup in their pump pocket at their last three office visits and 60ml of clear fluid was aspirated each time. Cs reported that during the revision, a segment of the catheter was found to have three sites of leaking fluid. There were allegedly several areas that had worn away and csf/medication was leaking into the pump pocket. These segments were cut out and a revision kit was used to repair the catheter.